Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing bradycardia, with a heart rate in the 20-30s. The right ventricular (rv) lead exhibited loss of capture and only occasional pacing. The lead was reprogrammed to increase output and re-establish an adequate safety margin. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead continued to exhibit capture issues. The lead was capped and replaced. No patient complications have been reported as a result of this event.